Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 after uninstalling/reinstalling the cranial software, the medtronic representative launched into the application but was only able to make it to the select surgeon page before the software unexpectedly exited. - (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - (B)(4) 2015 a medtronic representative, following-up at the site, confirmed the software has been working as expected since the second uninstall/reinstall. Issue resolved. - no further issues have been reported.

Event description:
A medtronic representative reported that when loading an exam onto the navigation system, the software unexpectedly exited. The exam was approximately 200 slices. In trouble-shooting, it was determined that the navigation system had not been left on. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.